Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2013-00592 and 1627487-2013-00593. The pt (B)(6) was implanted with three percutaneous leads from different lots. It was reported the pt's therapy system was explanted due to lack of efficacy. The pt declined the offer to address this issue via reprogramming.